Manufacturer narrative:
Zimvie complaint (B)(4). Zimvie received one (1) tsv4b10, (implant, tapered screw-vent, 4.1mm collar, sbm, 10 mm l) for evaluation. Visual evaluation was performed. The implant had signs of use. There was bone debris on its internal and external threads. The implant was trephined and had a fractured collar. DHR review was completed for the subject lot number 63850949. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 63850949 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : fracture : implant. The customer did not submit images for the reported event. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was long-term parafunctional habits (e.g., clenching, bruxism, and overloading) of the patient over the implantation period ¿ patient factors. Therefore, based on the available information, device malfunction did occur. Fracture identified at the collar. The reported event is confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint (B)(4). A4: patient weight is not provided / unknown. E1: initial reporter¿s title is not provided / unknown.

Event description:
The patient was seen in (B)(6) 2022 for a missing tooth in the lower right 5. After examination, an implant was placed with good stability at the beginning of the period, but two years later, a follow-up visit revealed that the implant had loosened, and a fracture in the neck of the implant was found when the implant was removed.